Manufacturer narrative:
The case was completed with a second implant.

Event description:
Earlier this week, we had an implant disintegrate. I asked the doctor to explain in his words and he said, it disintegrated - there was hardly anything left. No clot. Nothing. I suggested we open another implant and this one did not want to hydrate. Same lot, same technique. When he went to implant, a chunk of the implant broke off. The case was completed with a second implant.